Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was not returned to customer quality. Images provided were reviewed. Review of the x-rays revealed a broken screw. The screw appeared to have been implanted through a nail's distal hole. The complaint is considered confirmed with review of the provided images. A lot number was not provided, therefore a review of the device's DHR files could not be performed. Conclusion: review of the images provided revealed a broken screw; the complaint is considered confirmed. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2018, that on an unknown date, on patients follow up, the x-ray showed a broken titanium locking screw in a proximal femoral nailing system (tfna). The procedure outcome and patient status are unknown and the device remained implanted at the time of reporting. Concomitant device: tfna nail (part: unknown, lot: unknown, quantity: unknown); tfna helical blade (part: unknown, lot: unknown, quantity unknown) . This report is for one (1) 8.0mm drill bit for dhs/dcs triple reamer. This is report 1 of 1 for (B)(4).